Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) ) intermittently displays user advisory (ua) 02 (compression tracking error)" was confirmed in the archive data but not confirmed during functional testing at zoll. No device malfunction was observed during testing, and the autopulse platform functioned as intended. Zoll technical service specialist concluded that the root cause of the reported intermittent occurrences of ua02 was related to the compression object/patient being too small and light in weight. The returned autopulse platform was visually inspected, and no physical damage was observed. The autopulse platform's archive data review revealed multiple user advisory (ua) 02 (compression tracking error) around the reported complaint date, confirming the customer's reported complaint. There were several incidents where the autopulse platform powered on but failed to achieve take-up and displayed ua02. Also, there were several incidents where the autopulse platform stopped during compression and displayed ua02. As the driveshaft rotated and shortened/tightened the lifeband (compressed the chest), the load sensors did not see the expected increase in load. The archive revealed the take-up target and the max load sum exceeded 42 lbs. (Calculated [count/2.52/2.2=kilos]), indicating that the size of the patient/object was too small and light in weight during the take-up or compression. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. A load cell characterization test was performed to troubleshoot and determine the root cause of the reported ua02. The load cell characterization test found no issues and confirmed both cell modules were functioning within the specification. During further testing, the autopulse platform passed multiple functional and run-in tests using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. The reported ua02 advisory message was not replicated during various functional tests at zoll. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) intermittently displays user advisory (ua) 02 (compression tracking error). Per the customer, the autopulse platform roughly delivers two compressions, then the platform stops and displays the ua (02) advisory message. Zoll technical support personnel provided the customer with information on what would trigger the ua (02) advisory message and instructions on how to clear it. But the customer reported that they were unable to clear the ua (02) advisory message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.